Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Patient heard clicking sounds and complained of pain. X-rays showed rod slipped out of the head of left s1 screw from an l1-s1 plif procedure. Patient presented to operating room for revision on (B) (6) 2010. Surgeon kept left s1 screw and rod in place and removed and replaced locking cap. Patient complained of worsening low back pain and left side pain one day postop. MRI & CT scan did not reveal construct issues. Motion x-rays showed one of the s1 screws may be loose. Pt presented to operating room for second revision on (B) (6) 2010. Left and right s1 screws and l5 right screw were loose. Surgeon removed and replaced rods, left and right s1 screw, right l5 screw and all locking caps. This is the 8th of 11 reports submitted on this event.